Event description:
It was reported that during preparation for a drug-eluting stenting treatment procedure, stent damage was observed on the 3.00x24mm taxus liberte stent.

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual examination revealed proximal stent damage. Proximal stent damage is generally consistent with the device meeting some form of restriction. Visual and microscopic examination of the shaft polymer extrusion revealed a slight kink. The kink was measured at approximately 2.5cm distal from the port area of the device. This type of damage is generally consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized guidewire was inserted through the lumen with no restrictions. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be handling damage.